Manufacturer narrative:
Analysis has not been completed as of the date of this report; a follow-up report will be submitted upon completion of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was implanted on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (5.0 mg/ml at 4.4 mg/day) via an implantable pump for an unknown indication for use. It was reported motor stall occurred. The event date was unknown. The pump alarm occurred. The patient experienced withdrawal symptoms. The pump was replaced on (B)(6) 2019 and would be returned. The issue was resolved. The patient status was alive - no injury. Contributing factors were unknown. Further complications were not reported or anticipated. Images of a session log from an interrogation on (B)(6) 2019 at 6:41 pm were provided. The first recorded event was a motor stall recovery on (B)(6) 2019 at 2:56 am. A motor stall occurred on the same date at 8:46 am with a recovery at 9:27 am. Stall occurred on (B)(6) 2019 at 9:30 pm with a recovery on (B)(6) 2019 at 12:51 am, on (B)(6) 2019 at 8:05 am with a recovery at 9:56 am, on (B)(6) 2019 at 4:54 pm with a recovery at 4:59 pm, on (B)(6) 2019 at 4:21 pm with a recovery at 9:46 pm, on (B)(6) 2019 at 9:52 pm with a recovery at 11:21 pm, and on (B)(6) 2019 at 7:09 pm with a recovery at 7:54 pm.

Manufacturer narrative:
Analysis identified a hole in the pump tubing due to mechanical wear, corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.